Manufacturer narrative:
(B)(4). Investigation- the original assessment of this report determined that the event was not reportable. A retrospective review of the file occurred and it was determined that this event should be reported as a malfunction report. A review of the complaint history, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), specifications, functional testing and a visual inspection of the complaint device was conducted for the purpose of this investigation. One used and damaged ult8.5 fr mac-loc catheter was returned for investigation. The catheter was received with the catheter shaft cut in half approximately 1cm from the distal end of the flare cap. The returned piece of catheter shaft below the flare cap was clamped off. A leak test was performed using a syringe filled with air and the device under water. The leak test revealed leakage from under the flare cap. The flare cap was able to be removed to inspect the flare. Inspection of the flare revealed a crease in the flare, however the flare was manufactured dimensionally correct. Instructions are in place to verify that the device is manufactured to specification. However, based on the evaluation it was found the device was not manufactured according to specification. The lot number is unknown, therefore the device history record could not be reviewed. However, measures have been previously taken to address this nonconformity. The appropriate personnel have been notified and will continue to monitor for similar complaints. Per health risk assessment, no additional risk measures are required at this time.

Event description:
During a nephrostomy procedure, leakage occurred around the hub of the ultrathane mac-loc locking loop multipurpose drainage catheter. The catheter was cut to release the pigtail and another catheter was placed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects after to this occurrence.